Event description:
It was reported infection was suspected. It was further reported there was growth present on the right ventricular lead. No infection was found in the device pocket. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).